Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue persisted, and the caller acknowledged this information.